Event description:
Right side inflation. Dr. Reported filling implant to 300cc's and when he explanted to implant it was filled to 400cc's.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."